Manufacturer narrative:
Add'l catalog #: cylinders & pump; reservoir 72404155. Add'l serial#: cylinders & pump; reservoir (B)(4). Should add'l info becomes available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2008, an ipp was implanted. On (B)(6) 2009, the entire device was removed and replaced with a malleable penile prosthesis; reason for revision surgery was not indicated. No pt complications reported. Ams requested add'l info.